Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -13.00/+2.5/093 (sphere/cylinder/axis), in the patients left eye (os). The lens was explanted due to excessive vaulting and intermittent angle closure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the lens was implanted on (B)(6) 2020. Additional surgery was performed, enlargement of pi by yag procedure and there was an additional suture. The lens was explanted on (B)(6) 2020 due to elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. The patient is doing well. H6: health effect impact code: 4625 - additional surgery; enlargement of pi by yag, suture. Claim#: (B)(4).